Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section rubber has a chip, suction connector has a scratch, switch box has a scratch, adhesive around light guide lens is peeled, plastic distal end cover has a scratch, connecting tube has discoloration, due to damage, switch 1, 2, 3 and 4 does not work, due to damage on scope connector, the image is not displayed, forceps channel port is shaved, protector of universal cord on s-connector side has a scratch, scope cover unit has a scratch, paint on air/water cylinder is peeled, forceps elevator knob and lever has a scratch, right/left/up/down knobs have a scratch, universal cord has a scratch and grip has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had air/water supply failure. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.